Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the silicone was cracked and there were wires visible in the modular cable. The modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed superficial damage to the outer polyurethane jacket. Upon examination of the modular cable, the controller and inline connector bend reliefs revealed gray discoloration. The rescue tape was removed and revealed cosmetic damage to the polyurethane jacket adjacent to the controller connector. The polyurethane jacket was cracked and torn approximately 4.5¿ from the controller connector and was folding over itself; however, the damage to the polyurethane jacket did not appear to penetrate the underlying armor layer, which was unremarkable. Additionally, superficial damage and cracking was noted 20.5¿ from controller connector. The clear bionate layer was also unremarkable. The underlying wires showed kinking approximately 10¿ from the controller connector; however, there was no damage to internal conductors or wire insulation. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The relevant sections of the device history records for the modular cable, lot number 200118, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped on under order. The current version of the heartmate 3 lvas IFU and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.